Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint device was not received for investigation. An investigation was performed based on the photos. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 04.005.546s; lot # 3l69426; release to warehouse date: 26 february 2019; expiration date: 01 february 2029; supplier: (B)(4). Non-sterile: part # 04.005.546; lot # 3l45541; release to warehouse date: 14 february 2019; manufacturer: mezzovico. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the photos. The photos were reviewed and the complaint is confirmed as the locking screw can be seen to be bent. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the patient underwent a revision open reduction internal fixation (orif) with angled blade plate construct procedure on (B)(6) 2021, because the nail had fractured thru the proximal hole. The implant procedure occurred on (B)(6) 2021. Two weeks prior to the revision procedure, the patient reported pain in his proximal femur. This report is for a screw. This is report 2 of 2 for (B)(4).